Manufacturer narrative:
The device will not be returned to the MFR for eval. At this point in time, no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. Initial reporter does not complain about an individual sprotte-cannula, but about the general design of the sprotte. Due to our experience and the market history of the sprotte ((B)(4)) we state: the design of the sprotte is safe and effective. In fact the cannula was and still is a revolution in regional anaesthesia. This case as described in the report is the first one referring to "allow the hole to straddle the dural puncture and hence allow some of the local anaesthetic injected to enter the csf, but some to be lost into the extradural space" ever filed. Never ever pajunk did receive a complaint similar to this. The working length as well as the size of the opening at the tip of the sprotte is properly designed to fit with the pt's spinal space when properly used. Add'l info will be provided in a f/u report if further info is available. Otherwise this file is considered as closed.

Event description:
(B)(4), filed in (B)(4) by (B)(6) subjecting our sprotte cannula 25g x 3 1/2 " (90 mm), (B)(4), lot no. 728, date of manufacture 2007-07, exp date 2012-06. Narrative from original report: "spinal anaesthesic inserted with newly purchased pajunk 25g spinal needle, easy insertion, csf aspirated freely at beginning and end of injection but block minimal and inadequate for surgery. Anaesthetic repeated with usual spinal needle (bd 25g) and reduced dose of local anaesthetic. Desired block achieved within 5 mins. Inspection of both spinal needles later showed aperture in pajunk needle to be larger than in bd, which would allow the hole to straddle the dural puncture and hence allow some of the local anaesthetic injected to enter the csf but some to be lost into the extradural space."